Manufacturer narrative:
The instructions for use for the suture-button repair system states the following: "the patient must be cautioned, preferably in writing, about the use, limitations, and potential adverse effects of this device including the possibility of device or treatment failure as a result of loose fixation and/or loosening, stress, excessive activity, or weight bearing or load bearing, and the possibility of nerve or soft tissue damage related to either surgical trauma or the presence of the device." "Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone." The suture likely ruptured as a result of a new adverse event, prior to significant healing of the soft tissue. The surgeon did not attribute the failure to the device.

Event description:
The patient's distal biceps repair suture ruptured while falling directly on the affected area one week after implantation.